Manufacturer narrative:
It was reported that a trial femoral head 36 s/+0 (75100856) has a tab that is almost ready to break off. The fault in the device was noticed during set up or inspection and the procedure was completed using the same device. No surgical delay or injury to the patient was reported. The claimed product, which intent use is in treatment, was not returned for investigation. The device batch number was nonetheless communicated. Without the return of the device, the reported failure mode cannot be confirmed. The production documentation was reviewed, there were no deviations found. There is no indication that the reported device failed to match specification at the time point of manufacturing. Based on the available information, the root cause of the reported issue remains undetermined. Smith&nephew will continue to monitor this device for similar issues. If the reported device or additional information become available, this investigation will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the trial head has a tab that is almost ready to break off. The fault in the device was noticed during set up or inspection and the procedure was completed using the same device. No surgical delay or injury to the patient was reported.